Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is alleging harm caused by the device, however the nature of the harm is unknown at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient underwent hip arthroplasty revision due to pain in hip and groin, difficulty standing, and instability. During revision, the capsule was noted to be filled with a caseous green fragile material. Minimal bone-on growth of the acetabular component, with no membrane found underneath it. The iliopsoas bursa was found to be filled with creamy fluid. No further information has been provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is now known that the patient underwent hip arthroplasty revision. During revision, the capsule was noted to be filled with a caseous green fragile material. Minimal bone-on growth of the acetabular component, with no membrane found underneath it. The iliopsoas bursa was found to be filled with creamy fluid.